Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.